Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was discomfort wen charging and heating of ins at implant site.  Patient reports heating and discomfort sometimes when charging ins, unable to recall exactly when it started but sometime this year of 2024. Happens about 20% of the time he charges and usually not until he gets up to 80% or over. All impedances looked good. Charge quality was 40% excellent, 40% good, 20% fair. Rep and pt talked about making sure he achieves excellent every time with charging to decrease charge time and rep showed him how to decrease charge speed as well. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.